Event description:
Related manufacturer report number: 3006705815-2023-06239. It was reported that the patient had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads and ipg were revised to address the issue. It is unknown which lead is liable. During the same surgical procedure, the physician used electrocautery at the ipg site which resulted in the ipg being unable to communicate with external device. Troubleshooting was able to resolve the issue. Effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123464.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.